Manufacturer narrative:
Device available for evaluation: correction from no to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was not reviewed since there is sufficient information to indicate user error. Trending analysis by lot number was not reviewed since there is sufficient information to indicate user error. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was no media remaining in the vial. No manufacturing related anomalies observed. Retains testing was not performed as there is sufficient information to indicate user error. There is sufficient information to determine user error as the cause of the issue. The customer observed no media in the ampoule after processing and before incubation which is indicative of a broken ampoule. Per the instructions for use (IFU), it states to process a subsequent load with another bi if a broken ampoule is found. The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The customer observed reduced media immediately after processing. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.